Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says that when the user turns the chair on and then touches the joystick she is getting a shock from her hand and it discharges thru her amputee stump. It does not discharge thru anywhere else. He said he has had other people feel tingling when they turn the chair on and then touch the joystick. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.